Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000537, serial/lot #: unknown ; product ID: bi30000276, serial/lot #: unknown: h3) the manufacturer representative went to the sit to test the imaging system. The gantry motion controller was replaced, to have axes to the motion controller right babble was cutoff and need to be replaced. The main ac power cable was replaced.   Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000537, lot/serial #: unknown. The manufacture representative went to the site to test the imaging system. The motion bar on the pendant display was stuck on the initialize mode. The lamp's on the gantry were not be able to move at all. In order to release the patient, the system was opened manually. Using the application for checking the motion controllers, it was found that the gantry motion controller was not communicating with the image acquisition system (ias) and  has the following error code, 20(controller has been disconnected from communication channel). The gantry controller needed to be replaced. Manual ratchet which supplied to the site was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the gantry was suck. At the beginning of the procedure, "initializing system" appeared on the pendent and was not possible to perform gantry movement. The system had been rebooted several times with the same results. At the end of the procedure the gantry was opened manually. The next step was to replace the motion controller. Both navigation and imaging were aborted causing less than an hour delay in the case. No impact on patient outcome.